Event description:
It was reported that noise was seen on the egm. Oversensing noted with pocket manipulation. The device and lead were explanted. No patient complications have been reported as a result of this event. Liatr, lia was triggered, oversensing noted with pocket manipulation. Impedance stable for all vectors. On 06/01/09, it was reported that noise was seen on the atrial and ventricular egms. The device and lead were explanted. No patient complications have been reported as a result of this event.

Event description:
Lead integrity alert was triggered, oversensing noted with pocket manipulation. Impedance stable for all vectors. On (B)(6) 2009, it was further reported that noise was seen on the atrial and ventricular egms. The device was replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2009, patient said, "there was something wrong with the device and they couldn't figure it out, so they just replaced everything." Patient said "they moved the implant from the right to the left side and implanted all new wires." Patient said "I was hearing the beeps go off every four hours so I went in to have the device checked." On (B)(6) 2009, possible premature battery depletion was reported. On (B)(6) 2010, lead fracture was reported. No patient complications have been reported as a result of this event.

Event description:
It was reported that noise was seen on the egm. Oversensing noted with pocket manipulation. The device and lead were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: changed event date. Evaluation summary: (B)(4) no anomalies found.